Event description:
The customer reported that he was not receiving any alarms on the insulin pump. The customer's blood glucose was 330 mg/dl, which he treated with a shot. The customer stated the alert type in the insulin pump was set to vibrate and was assisted in setting alert type to beep. He was assisted in performing a self-test and the insulin pump did not beep during the tone test. The customer was advised to revert to a back-up treatment plan. He also mentioned that the battery in the insulin pump was not lasting as long as expected. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.